Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used on a patient. The angio-seal anchor did not release as intended. Additional information was received on 18may2021: the procedure performed on the patient was a standard coronary angiogram. A 6fr short sheath used. There were no difficulties with the arterial access, sheath, guidewire, or catheter insertion. There was no pre deployment angiogram performed, (contrast sparing due to renal impairment). There were no difficulties inserting the device, however when the device was pulled back the anchor had not been released. No other occlusion devices were used. The patient condition was stable. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube assembly. There was blood-like substance on the returned device. The hemostasis sheath and carrier tube assembly were mated and the locking mechanism was set to rear lock position. The tip pf the sheath was subjected to microscopic analysis. A longitudinal slit was found on the sheath exposing the anchor and the shaft of the carrier tube assembly within it. The slit was clean and was in somewhat of a zigzag shape. Functional testing could not be performed based on the state of the returned device. The complaint could be confirmed for device pullout. The likely root causes are not placing the device in full forward lock position or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).